Event description:
Related manufacture reference number: 2017865-2022-47617. It was reported that the patient presented prior to generator exchange procedure. Upon interrogation, it was noted that the right ventricular lead exhibited high pacing impedance and high capture threshold. During procedure, it was noted lead was not secured in the header. The reported lead was capped and replaced on (B)(6) 2022. During replacement, it was noted that the newly implanted left ventricular could not be implanted as the shape of the lead prevented the lead from advancing. The left ventricular lead was not installed and the procedure was completed with an alternative lead. The patient was in stable condition.

Event description:
Related manufacture reference number: 2017865-2022-48393 related manufacture reference number: 2017865-2022-47617 it was reported that the patient presented prior to generator exchange procedure. Upon interrogation, it was noted that the right ventricular lead exhibited high pacing impedance and high capture threshold. During procedure, it was noted lead was not secured in the header. The reported lead was explanted and replaced on (B)(6) 2022. During replacement, it was noted that the newly implanted left ventricular could not be implanted as the shape of the lead prevented the lead from advancing. The left ventricular lead was not installed and the procedure was completed with an alternative lead. The patient was in stable condition.